Event description:
As the wound was being closed a 4mm piece of a CT-1 needle broke off. All efforts were made to locate the piece. The attending was notified. An x-ray was taken of the wound and read as negative.device #1is this a laboratory device or laboratory test?no.